Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to patient). Product problem(s): "receive an occlusion message" (occlusion within device); "no aspiration" (aspiration issue). A nurse reported during a vitrectomy on a young child the system displayed an occlusion/no aspiration message. The system was rebooted and the probe was exchanged. The case was then completed. The nurse reported there was no patient harm or impact and no posterior capsular tear. The surgeon was using the vitrectomy mode because of the age of the child.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The facility disposed off the probe on-site. The system was tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).